Manufacturer narrative:
Correction: on MDR follow-up #1, the date received by manufacturer was inadvertently reported as 04/07/2016. The correct date was 04/18/2016.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that patient information was unavailable as the site is not able to link the instrument problem with a specific spine surgery. Device lot number now provided. Device manufacturing date now provided.

Manufacturer narrative:
The hardware investigation of the returned handles found that the reported event was related to a physical damage issue. As reported, the end cap had been broken off of both handles. The handles were otherwise functional, able to receive and release instruments without issue. The ratcheting function were normal for both handles. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, further engineering review of the complaint history at this account found that the reported issue was similar to an existing hardware investigation documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient age and weight were not made available from the site. Return requested for 2 suspect small straight ratcheting handles. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, their small straight ratcheting handle cap was broken. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system.